Manufacturer narrative:
Device reported as implanted either on (B)(6) 2008 or (B)(6) 2012. A second physician and hospital was reported with this event; it is unknown which physician completed the procedure and at which the procedure took place: (B)(6).

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced urinary problems, pelvic and abdominal pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence as results of the implantation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.